Manufacturer narrative:
Product ID 309328, lot# v699435, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead. F(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3093-28, lot #v699435 showed that the lead conductors were stretched and the lead coils crushed cut. There was a broken conductor (conductor #0) in the body of the lead seen 18 cm from the proximal end. The proximal end of the lead was observed to be stretched. The distal end of the lead was not returned. The set screw marks were noted to be in the correct position. The lead body was noted to be twisted with the outer insulation pinched with cosmetic cuts. Open circuits were observed with electrode #0. No short circuits seen.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and stimulation in the wrong location from their implantable neurostimulator (ins). A revision was performed at which time it was observed that in the pocket site the lead was "wrapped" in a tight bundle and that there was an "obvious" exposed wire outside of the lead insulation. The lead was tested and found that it still worked but the surgeon decided to replace it as he believed that it would eventually fail. It was noted that the lead was then cut distally to the "wrapped" segment. There were no injuries noted and that the patient outcome was reported as recovered fully. If additional information is received, a follow up report will be sent.